Manufacturer narrative:
(B)(4)

Event description:
During follow-up, the ra lead was found to have dislocated. Reprogramming was performed in vvi mode. No intervention or patient symptoms were reported.